Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 08-sep-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 191 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-117 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 06/30/2022 and open vial date is (B)(6) 2021. Customer did not have any more test strips from the vial that he had obtained the high blood glucose test results with. Customer stated he had discarded the empty vial. Customer had opened another vial of test strips on morning of call that had the same lot number as the previous vial. During the call, a blood test was performed by the customer fasting and produced test result of 132 mg/dl using true metrix meter; customer was satisfied with the result obtained. The meter memory was reviewed for previous test result history: result 1: 99 mg/dl date: 08/23/2021 time: 6:27 am fasting (obtained with the new container of test strips, customer satisfied with result). (B)(6).